Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other two proglide devices are filed under separate medwatch manufacturing report numbers.

Event description:
It was reported that suture placement in the calcified right common femoral artery was achieved with two proglide devices using the pre-close technique with a 7f sheath prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, the sheath was upsized to a 20f and the tavr procedure was completed. The two pre-placed proglide sutures were cinched down, yet hemostasis was not achieved. A third proglide device was deployed and footplate lever was attempted to be retracted. The proglide device became stuck in place and would not move. A small surgical cut down was performed to remove the device. Upon inspection, during the cut down, it was noticed the device caught/became entangled with the previous sutures. Surgical suturing was used to achieve hemostasis. No adverse patient sequela was reported. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.